Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2/n2o proportioning system was adjusted and calibrated. The unit was returned to service. No report of patient involvement. Date of manufacture: unavailable at time of MDR filing.

Event description:
The hospital during pre-use checkout reported the unit delivered n2o and o2 at the same rate, this would be a hypoxic mixture. There was no report of patient involvement.